Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09nov2018. Philip's field service engineer replaced the power supply to resolve this issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported that the ventilator was not switching on. There was no patient or user harm reported. The event date was not specified; estimate used.